Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited an out-of-range shock impedance measurement of 125 ohms. It was noted two readings of 120 ohms had been recorded. There were no episodes stored in the device, so no noise was observed. Technical services discussed potential troubleshooting such as trying to create noise with patient movements or testing the integrity of the lead by delivering a maximum energy shock. It was discussed that the daily shock lead impedance measurement uses very small amplitude signals to measure the impedance, which could result in variations. The field representative reported the clinic would consider the testing at the patient's next in-clinic follow-up, but for the moment would continue to monitor the impedance measurements in the remote monitoring system. No adverse patient effects were reported.